Event description:
Customer reported that a usb-port issue prevented data upload from pump to glooko system, despite using both personal and clinic-provided tandem original usb cables which previously worked with other pumps. There was no reported impact to the customer¿s blood glucose level. Technical support decided to replace the malfunctioning pump, which was still under warranty, with a new unit, as no resolution was found from the initial troubleshooting efforts, including contacting glooko.